Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2009 and passed self-tests up to the (B)(6) 2009. Temperatures are recorded below the recommended minimum operating temperature during throughout the history log. The device failed multiple self-tests due to a low battery between the (B)(6) 2009 and the (B)(6) 2012. The device remained in fault mode until (B)(6) 2012 when the device was returned to a warmer climate and passed a self-test. The device records multiple manual power ups of ten minutes duration between the (B)(6) 2015 and the final history log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.